Event description:
Customer reported that her insulin pump was malfunctioning, the backlight on the screen turns on and the screen reads 0 hours and 0 units of insulin remaining. Customer stated that she tried to clear it, but the keypad did not response. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was unable to access the status screen or test the back light due to no button response. The insulin pump had minor scratches on display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.